Event description:
It was reported that during a hip procedure using a 1.8mm q-fix implant disposable kit, the drill bit became lodged in the drill while the surgeon was drilling a bone hole. The drill bit was eventually removed from the drill, however, the surgeon felt it was safest to drill a new bone hole in case the original hole had been compromised during this event. There were no significant delay or patient complications reported as a result of this event.